Event description:
It was reported that the patient experienced fever, chills, and vomiting. A blood culture showed (B)(6) and an echoc ardiogram revealed a mass on the aortic cusp, which was thought to be possible vegetation and later classified as aortic endocarditis. The system (device and right ventricular lead) were explanted. The patient was a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.